Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's audiologist contacted med-el corp stating that the patient's implant had stopped working 2007. The patient attended the clinic three days later, and her mother reported tha,t the patient could no longer hear with her implant. The audiologist checked the impedances and found that the ground electrode showed a dashed line and all of the electrodes showed high impedance. The audiologist said that prior to this event all her impedances had been very stable. The mother did not report any hits/bumps to the head or any falls. The patient, however, does have significant balance issues due to a malformed vestibular system. She currently uses a walker or a wheelchair to get around.